Event description:
The sales representative reported on behalf of the customer that the device, 00509120200, was being used on (B)(6) 2021 during a mandible osteotomy procedure and ¿we were doing the right side cuts when the bur tip snapped off from the shaft. It was confirmed that irrigation was continuously being delivered directly to the bur so as to ensure it was not overheating. Integrity of the sterile package was intact prior to opening. Bur was in good shape upon inspection prior to use. No obvious faults observed.¿ there was no report of injury/impact to the 17 year old, female patient. The patient recovered without injury . There was a 4 to 5 minute delay to retrieve the fragment. The procedure was completed with another bur. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Facility name is (B)(6) f10 health effect-clinical code and medical device problem were both mistakenly checked. Reported event is confirmed. Customer complaint of the bur tip snapped off from the shaft was confirmed based on device evaluation and photographic evidence. Visual examination of returned used device, item 00509120200 confirms the reported problem and found both burs broken off at the machined flutes. Broken pieces were returned for evaluation. Critical dimensions measured and met design specifications. This is a technique-dependent device, and the most likely cause of this issue is user related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found 2 similar events reported for this lot number involving 2 devices. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 13 devices, for this device family and failure mode. During this same time frame 448,403 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised the following: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 00509120200, was being used on (B)(6) 2021 during a mandible osteotomy procedure and we were doing the right side cuts when the bur tip snapped off from the shaft. It was confirmed that irrigation was continuously being delivered directly to the bur so as to ensure it was not overheating. Integrity of the sterile package was intact prior to opening. Bur was in good shape upon inspection prior to use. No obvious faults observed. There was no report of injury/impact to the (B)(6) year old, female patient. The patient recovered without injury . There was a 4 to 5 minute delay to retrieve the fragment. The procedure was completed with another bur. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.